Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control observed that cable-mounted plug connector, designator p17 of power/system pcb cable assembly, designator w01 was not locked into place on pcb-mounted jack connector, designator j17 of the power pcb assembly. After reseating the connector, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer submitted a medwatch report, reference report number mw5064011.

Event description:
The customer contacted physio-control to report that their device would not power on. The batteries installed in the device had adequate capacity; however the batteries were replaced and the device would still not power on. There was no patient use associated with the reported event.